Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was between 250 and 300 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. The customer changed pump supplies and resumed insulin therapy.